Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was undetermined due to the device logs being overwritten by later therapy information. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:00:00. During night drain cycle five, the patient's ultrafiltration reading was 587ml, indicating the home patient (hp) drained 587ml more than their maximum programmed fill volume of 900ml. No additional information is available.